Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Close case complete, explain to customer what the error 800-8000 error is on the 8015 unit and can be done to resolve the issue, first steps to do to resolve the error on unit. Reflash software on 8015 unit, if flash goes all the way through can resolve the error. If flash does not resolve the issue will need to replace logic board on unit which is the main board case complete turn over to cad. (B)(4). Customer called in for help on 8015 unit with error code 800-8000, which is a software fault on unit to repair error will need to reflash software on unit if flash fails try again if it fails again you have a bad logic board.